Event description:
The customer reported the ventilator shut down when ac power was disconnected to move the patient. The customer reported the ventilator was in use on a patient and there was no patient harm. The customer reported when the device was plugged back into ac power it continued to operate. The customer reported the device backup battery would not hold a charge. Service of the device is pending.

Manufacturer narrative:
Device service is pending.

Event description:
The manufacturers field service engineer reported the backup battery was not being charged by the power supply. Review of the diagnostic log history indicated depleted backup battery occurrences during operation in normal ventilation mode. If the backup battery depletes during use, the ventilator will shut down. If the battery depletes during use and the ventilator shuts down, an audible power fail alarm will activate. Per the device operators manual, when the ventilator is powered by the backup battery it will generate a non-resettable, non-sileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a non-resettable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued. The service engineer replaced the power supply to address the findings. Applicable final testing was completed and passed to operating specifications.